Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02034. It was reported that the patient¿s lead revision (see related manufacturer report number 1627487-2020-00419 and 1627487-2020-00420) an x-ray was done which determined that the patient¿s lead l5 lead had migrated. As a result, surgical intervention took place on (B)(6) 2020. During surgery, it was discovered that the patient¿s second lead located at s1 had migrated. The patient had both leads explanted and replaced.

Event description:
It was reported that therapy has been restored post-op.

Manufacturer narrative:
The event of lead explant/replacement due to lead migration was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.